Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer's blood glucose level was 211 mg/dl. Reportedly, the customer primed the tubing and resumed insulin therapy.